Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump alarmed motor error during the rewind process. Customer's blood glucose was normal, but not specified. The device history showed the motor error alarm and another alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error and for a loose drive support disk during the basic occlusion test due to a loose and flush drive support disk. The motor passed the motor test. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the display window.